Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer troubleshot the issue and found that not insulin was dripping out of the cartridge tubing. A cartridge change was performed and insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Customer's blood glucose level was over 600 mg/dl and manual injections were used to correct. Tandem technical support guided the customer through loading a new cartridge onto the pump and insulin deliveries were successfully resumed.